Event description:
It was reported that, "surgeon was tightening up set screw on gamma nail and flexible tip came off screw driver." No reported adverse consequences to the pt.

Manufacturer narrative:
Device not returned on evaluation will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.